Event description:
It was reported by medwatch report that pt had a right femoral arterial line placed at 19:15 and a right femoral central line was placed at 21:00 in late 2008 under us guide and with no reported procedure event. The next day, upon removal of the a-line, portion of the catheter broke off and was retained in the subcutaneous tissue or the vessel, and unable to appreciate upon palpitation exam. Stat x-ray of the right groin, x-ray of the right lower extremity and us of the right groin was ordered and fragment of a-line was not visualized. Further imaging investigation identified the location of the broken part and the retained part of the catheter was removed with no reported harm to the pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.